Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6); product type recharger product ID 97745 lot# serial# (B)(6); product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the complaint was unable to be verified. They found no issues with finding or charging the ins. Also, there was insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in the last 2-3 weeks, it has taken patient a long time to charge ins and they've seen software problem (1-intellis, 2-3.6, 3-58, 4-qf-new) message one time. Patient described that they constantly in the passive recharge cycle, where the controller is flashing green but it never actually charges or finds the ins. Patient reset controller and attempted charging the ins but controller showed "no device found". Patient stated they were able to stop charging to see normal therapy screen with group a and that controller was 100% charged. Patient attempted charging ins again but was forced to go to passive recharge cycle. Antenna locate numbers decreased appropriately when recharger was taken off of ins and averaged around mid-90s when over the ins. Patient stated they can feel ins and can tell that it's sitting in the middle hole of the recharger. Technical services (tss) asked when patient last charged ins to 100% and they said a couple of days ago but tss then asked when they last saw normal charge screen and they indicated 2-3 weeks ago. Tss suggested completing the current passive recharge cycle patient was in and attempt 2 more cycles to see if ins would start charging normally. Tss reviewed that recharger appears to be working given the antenna locate numbers change as expected. Tss reviewed that ins still isn't charging normally to call ps back for further troubleshooting. Additional information was received from the patient. Pt called back stating they were having problems charging their ins. Pt mentioned they called 2 weeks ago and their controller got the message cannot find the device and pt went through passive recharge mode but it never took them to any other screen. Pt now got the message no device found and could not access the battery screen. During call pt confirmed no visible damage on rtm or to the controller charging port; when ps asked pt if they noticed the rtm was getting warmer than usual pt mentioned ever since they were implanted from the first week it was getting hot. Additional information was received. It was reported the issue was not resolved and it still stated contact medtronic, software issue. As well as, no device found and long charging times.